Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during evaluation of the sample two (2) tears ( a& b) were observed within a fold or wrinkle running from the anterior to the posterior aspect, measuring approximately 6.1 cm (a) and 5.9 cm (b). A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4) . This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a female patient underwent a breast augmentation revision with mentor memorygel 300 cc silicone breast implants which bilaterally ruptured after the implantation. As a result patient underwent bilateral removal and replacement with another mentor silicone implants on (B)(6) 2019. This report is for the right side.